Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "constant pain," and "had to stop breastfeeding because of issues with implant" and "slow leak." Device has been explanted.

Manufacturer narrative:
Visual and microscopic analysis of the returned device identified: fold creases, wear abrasion, broken shell with sharp edge in the same location of crease on radius side, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge in the same location of crease assessed as fold flaw opening. Missing shell that is assessed as inconclusive.

Event description:
Patient reported right side "constant pain," and "had to stop breastfeeding because of issues with implant" and "slow leak." Device has been explanted.